Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their top aligner cut into their gum causing them to be sore and sensitive. Requested updated images of step 1 aligners and to use warm salt water rinses to promote healing.